Manufacturer narrative:
Evaluation in progress, but not concluded. Device repaired and returned.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the gas delivery module could not be calibrated. Manual control of gas flow rate and fi02 remained available. There was no adverse consequence to the patient as a result of this event.